Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been retracted. The device nozzle is cracked on the bottom behind the wound guard. The damage changes to a split as it enters the thinner tip area. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was removed during cleaning. The lens was cleaned with lphse. One haptic is chipped/gouged and the optic is scratched. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. Lens and device damage was observed. The lens is preloaded. The customer most likely meant during advancement, not during loading. The root cause for observed damage may be related to a failure to follow the dfu. There did not appear to be adequate viscoelastic in the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The nozzle/tip and lens damage may indicate the lens and or/plunger were not in a proper position for advancement this type of nozzle damage is typically progressive and worsens as the lens is advanced. The damage started in the thick wall cone area of the nozzle behind the wound guard. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported the intraocular lens (iol) in a preloaded delivery system was damaged during the loading process. A backup lens was used to complete the procedure and there was no reported patient impact or harm. Additional information was requested.